Manufacturer narrative:
The fse replaced the transducer and x/y service loop to resolve the issue. The fse verified the instrument to meet the specified requirements per established procedures and the results met published performance specifications.

Event description:
The customer reported obtaining false high troponin I (accutni+3) results for two patients on the access 2 immunoassay system. The samples were repeated on the same instrument and generated lower results. Please refer to the patient data table attached. The results were reported outside of the laboratory, but there was no report of change to patient treatment in connection with this event. The samples were collected in lithium heparin (green top) and plain (red top) 500 microliter tubes. The samples were centrifuged at three thousands (3000) rotation per minutes (rpm) for five (5) minutes and at twenty (20) degree celsius. There was no evidence of pre-analytical sample handling issue. The customer stated that the accutni+3 quality control (qc) was within range at the time of the event. However, the qc from different assays such as vitamin b12 (vitb12), folate (folw) and creatine kinase-mb (ck-mb) were out of range. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.